Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the retainer ring that holds the reservoir in place is damaged. Customer's blood glucose was unknown at the time of the incident. The customer does not recall any significant events leading to the damage. The customer states that the damage is a crack on reservoir ring. No further details were given. Customer was advised the insulin pump will be replaced.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with missing reservoir tube retainer, scratched case, minor scratched lcd window and faded serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer/o-ring.